Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three pt samples when using the synchron lx 725 clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the lab. Repeat analysis was performed on the same analyzer. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by the customer for the third of three pts tested on two separate dates.

Manufacturer narrative:
Samples that were originally analyzed were plasma centrifuged in the statspin for 3 minutes. Repeat testing was on the plasma and serum samples for pts one and two. Collection and centrifugation info was not supplied for the serum samples. Quality control was within the customer's established ranges. A system check performed on (B)(4) 2010, met specifications. Customer implemented repeat testing procedures to verify results >0.06 ng/ml. On (B)(4) 2010, the field service engineer evaluated the analyzer for jammed wash carousel. Replaced incubator slips and verified the repair per established procedures. On (B)(4) 2010, performed verification testing and met specifications. Discussed pre-analytical sample handling issues with the customer. Root cause was not determined. This reportable event was identified during a retrospective review conducted from january 01, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is event 2 of 2 events reported by the customer. This MDR is related to MDR 2122870-2011-03314.